Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading was 140 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The lead screw and high pressure tests passed. The customer was assisted with adjusting her basal rates per her doctor's orders. The customer stated that she knew why her blood glucose elevated and did not need to discuss other causes.